Manufacturer narrative:
Device evaluated by manufacturer: the catheter was received with dried blood present throughout the inflation lumen. The mid-shaft was stretched, kinked, twisted and flattened. The mid-shaft was stretched in multiple places throughout the entire length. The guidewire exit notch bond was flared. The distal shaft was stretched or necked down 2.5mm on the distal end of the guidewire exit bond. The balloon was loosely folded. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged inside of the guide catheter. The stenting procedure treated the lesion in an unspecified vessel. Pre-dilation was performed and a 2.5x24mm taxus liberte was advanced to treat the target lesion, but was unable to cross the lesion. While removing the stent, the stent dislodged inside of the guide catheter. The procedure was successfully completed with a different device. No patient complications occurred and the patient's condition was listed as ok.

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged inside of the guide catheter. The stenting procedure treated the lesion in an unspecified vessel. Pre-dilation was performed and a 2.5x24mm taxus liberte was advanced to treat the target lesion, but was unable to cross the lesion. While removing the stent, the stent dislodged inside of the guide catheter. The procedure was successfully completed with a different device. No patient complications occurred and the patient's condition was listed as ok.